Event description:
The customer contacted physio-control to report that their device displayed a blank screen, illuminated its service led. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
During evaluation, physio-control observed that the device power button was difficult to press. Therefore, it is possible that issues with the power button prevented the user from turning on the device, resulting in a blank display. The root cause of the reported blank display is likely the faulty power button. Further root cause could not be determined.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and was unable to verify the reported issue of an illuminated service led and no screen. However, the device was found to have a broken outer case and a damaged display. Physio replaced the device's front case to resolve that issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen, illuminated its service led. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.